Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 catalog. H3, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the aim arm was noted assembled with the sleeve and the nail. No damage was noted with the assembly. With the available evidence it was not possible to confirm an issue with the aim arm would have contributed to the reported issue. Surgical technique se_824700 rev. Ae was reviewed and the following relevant statements were found at page 43: notes: do not exert forces on the aiming arm, protection sleeves and wire guide. These forces may prevent accurate targeting through the locking holes. It is recommended to place the inferior guide wire first and then the superior guide wire. Possible damage if excessive wear occurs, the drill stop can slip, resulting in incorrect drilling depth. Before use: slide the drill stop onto the drill bit. Press on the drill stop with the thumb without pressing the button. If the drill stop moves under pressure, replace it. Do the same test in the opposite direction. If the drill stop moves, replace it. Recommendations: drill only under periodic image intensifier control. While drilling, do not force. Replace drill stops that do not pass the described wear test. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unk - guides/sleeves/aiming: aiming arm would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
During a trauma procedure, it was not possible to place the column screws. The drill bumped against the nail. Procedure was completed successfully with an unknown delay.